Manufacturer narrative:
Advance failure analysis investigations were performed on this sureform 60 stapler instrument (lot number: k17230727-0590), and the stapler passed all in-house functional testing without issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advance failure analysis (afa) investigations confirmed the initial findings for the reload accessories, and also found for the blue reload accessory (batch:k10220821); the blade was observed to have mechanical indentations along the entire length of cutting edge; with larger indentations near the bottom and towards the top of the blade edge. Blade damage is normally attributed to the user, but lack of damage to other components does not strongly support firing across an obstruction. Due to this, the root cause for the blade damage will be attributed to component failure. This finding was unrelated to the primary event which was not verified by failure analysis. Additionally, the reloads were passed to the mechanical design engineering team for further investigation, which concluded with no abnormal findings or anomalies identified.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information: an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse confirmed there were no related errors in the logs. The grip autocal was calibrated on both of the surgeon side consoles (ssc), and the universal surgical manipulator (usm) #3 was swapped for usm #4 for trouble shooting purposes. No parts were replaced and the system was tested and verified as ready for use. The surgeon indicated that after swapping the usms, he no longer had issues with the stapler instrument(s). However, at a later date, the fse preventatively replaced the initial usm #3 per the surgeon's request and for customer satisfaction. The system was tested and verified as ready for use. Isi received usm #3 to perform failure analysis evaluation. No faults could be identified that would be consistent with the reported failure. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system, tested with a sureform 45 stapler instrument and a sureform 60 stapler instrument, and no faults or errors were detected. The unit was then installed onto a patient side cart fixture test platform and passed all relevant testing within specification. The probable root cause could not be determined based on the these findings.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: further investigation into the universal surgical manipulator (usm) found the torque measurement on the carriage grip degrees of freedom (dof) exhibited output consistent with prior verification and validation results and are within specifications. Testing of the stapler clamping force on stacked cardboard did not exhibit any noticeable difference in deflection on the usm versus others. The carriage calibration values were normal. The carriage was eliminated as a suspect source of the insufficient stapler clamp force. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a white reload accessory and five blue reload accessories to perform failure analysis (fa). Fa did not confirm the customer report complaint and found the primary finding of cannot verify external event on all reload accessories returned. The accessories were analyzed and there was no damage found or product issues identified. The products are conforming and can be used safely. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue, may be related to customer-induced problems including misuse of the product and recognition issues. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified and was visually inspected and evaluated for its mechanical characteristics. The reported event was not confirmed by failure analysis. Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument (product number: 480460-09 , lot number: k17230727-0610) to perform failure analysis (fa). Fa confirmed the customer reported complaint and found the primary failure of failed engagement. Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler instrument (product number: 480460-09 , lot number: k17230727-0590) to perform failure analysis (fa). Fa confirmed the customer reported complaint and found the primary finding of cannot verify external event. Both stapler instruments were analyzed and found to have an passed three engagement attempts when placed on the in-house system. A review of the logs reported an error "installed sureform 60, failed to engage on usm3", which confirms a wrist pitch axis engagement failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. A review of the logs for the sureform 60 staplers associated with this event has been performed, the logs show sureform 60 stapler (product number: 480460-09, lot number: k17230727-0610), was used first and it was installed on the system three times and fired three blue reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. The logs show the sureform 60 stapler (product number: 480460-09, lot number: k17230727-0590), was installed on the system three times and fired two blue reloads. On the first install, the clamp was successful, and the firing was completed with no pauses for compression. On the second install, the stapler failed to engage with the system. The logs show an error, indicating that the wrist pitch axis failed to engage. On the third install, the instrument engaged, the clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. There were no additional errors pertaining to these staplers in the logs. Logs are attached.

Event description:
It was reported that after a da vinci-assisted right hemicolectomy surgical procedure, while using the sureform 60 stapler instrument with a blue reload accessory, there was bleeding in the common channel of the side-to-side anastomosis. The first occurrence was after using the stapler with a blue reload for resection of the small bowel. The bleeding was a small amount, but was resolved using a couple of clips. The second occurrence was after the side-to-side anastomosis; there was a small amount of bleeding which was resolved using a couple of clips. But when the surgeon visualized both anastomoses, there was still some bleeding. The decision was made to convert to open laparotomy to better visualize the anastomoses and the surgeon did not want to proceed with the robot or a third party laparoscopic stapler. The procedure was converted to open laparotomy, and was completed. The patient did not require any blood transfusions and has had no post operative complications since. Historically, the surgeon did not previously use clips after stapling. But has since changed practices and uses clips after stapling for all the right hemicolectomy cases, whether the patient is bleeding from the staple line or not. Refer to medwatch report (MDR) with patient identifier (B)(4) for additional information regarding the first occurrence of bleeding after using the stapler with a blue reload accessory.